Manufacturer narrative:
Per t:slim g4 user guide: keep the transmitter and the pump within 20 feet of each other without obstruction. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an out of range issue occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings for over 15 minutes. The customer's blood glucose (bg) level was reportedly "around 100" mg/dl. . Reportedly, the transmitter and pump were not within line of site, as they were located on opposite sides of the body. The customer moved the pump and transmitter within line of site and connection resumed.